Manufacturer narrative:
B5 - on (B)(6) 2023, the lens was explanted and replaced with a same model and length lens due to refractive surprise. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken, bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -3.5/4.0/178 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.